Event description:
It was reported that the insulin pump had an unresponsive act button. The blood glucose reading was 150 mg/dl. No significant events leading to the keypad issues were observed. The caller also reported that there had been 5 to 6 motor errors which had occurred over the past 2 months, as well as some physical damage observed. She declined troubleshooting for the issues. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose and flush drive support disk. No motor error alarms were noted. All of the buttons responded properly. The insulin pump was received with a missing address and serial number label, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.